Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ exposure-breast: unable to observe since it is not related to the device. ¿ infection (early onset)-breast: unable to observe since it is not related to the device. ¿ wound dehiscence-breast: unable to observe since it is not related to the device. ¿ deflation-breast: observed, more than three openings assessed as surgical damage. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "exposed/open wound and infected." Device was explanted.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "exposed/open wound and infected". Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 02/28/2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
The events of "infection and exposure" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional additionally reported "exposed/open wound and infected." Device was explanted.